Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the power issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed that the device power cable securely plugged in, and the fans were blowing air out of the back. In addition, all power were lost, and the front panel lights/main lamp went out. Tac instructed the customer to send the device in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source shuts down intermittently and all the panel indicators turn off. The event occurred during preparation for use, prior to a diagnostic procedure. There was no patient harm or user injury reported due to the event.